Event description:
It was reported by service that the fowler was drifting down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Sticking CPR release cables.